Event description:
On (B)(6) 2011, a spontaneous report by a physician's office manager was received from a company representative regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included previous injection of restylane (cross linked hyaluronic acid dermal filler) on unknown dates (reported as "many times before") to the nasolabial area. The patient's skin type and concomitant medications were not reported. The patient received an injection of restylane-l from a 1 ml syringe (amount injected not reported) on (B)(6) 2011, in the nasolabial area. Pre-procedure medications used for additional procedures performed at the time of implantation were not reported. On (B)(6) 2011, several hours after the implantation, the patient noticed bruising of the left nasolabial area which subsequently worsened and became tender and purulent. On an unspecified date in (B)(6) 2011, upon examination, the patient had impending necrosis in the area of the angular artery which was managed with hyaluronidase. As of (B)(6) 2011, the events had not yet completely resolved. The physician's office manager did not comment on the casuality or severity of the reported events. Company comment: it was reported the patient received restylane. The lot number reported is valid for restylane-l. The lot number was 10675. The expiration date was not reported. Additional information has been requested.